Event description:
The procedure was left iliac angioplasty and stenting via left common femoral access. A 12x40x80 protege stent was pulled for placement in the left iliac artery. After the protege stent was prepared, it was placed through a 6f sheath and deployed. Upon deployment, the stent looked longer than was marked on stent delivery system, and upon measurement it measured 61.4 mm on their x-ray machine. The patient was not injured during the stent placement.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Several photos and a disc containing images from the procedure were received for investigation and an investigation was conducted. One of the photos received includes a measurement of the distance between the distal tip of the delivery system and the retainer. It is not possible that a 60mm stent could be loaded onto this delivery system. The measurement was 41mm which is consistent with the reported 40mm stent. A user facility medwatch form was received-reference number (B)(4). Images received of device and procedure.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.